Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused fungal peritonitis. The pt experienced weakness, shortness of breath, dizziness, and abdominal pain and was hospitalized on the same date. On an unknown date during hospitalization, the pt was diagnosed with peritonitis. On an unreported date (in same month as event) the pt was treated with unspecified antibiotics. The cause of the peritonitis was a break in aseptic technique (unspecified). On an unknown date, during hospitalization, the patient¿s pd catheter was removed, pd therapy was discontinued, and the pt was started on hemodialysis. Two weeks after being admitted to the hospital the pt was discharged. At the time of this report, the pt was recovered from the event.